Event description:
Hosp had a single device slow and stop during use. They turned the pump off and then back on to reset it. It did not restart. The pump was hand cranked until it could be changed out. There was no detrimental effect to the pt. Co was called for service and repair.